Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
Patient endured dislocation of the shoulder, closed reduction with sedation was utilized to reset the joint.